Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was discovered to not be breathing. The patient was transferred to the hospital. The patient expired in a state of cardiopulmonary arrest on (B)(6) 2018. Upon interrogation of the implantable cardioverter defibrillator, backup operation was observed; all events and electrocardiograms could not be obtained. The lead was cut near the header and the rest was left implanted. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. The physician commented that the cause of death could have been suffocation from aspiration at dinner but it was not a probable cause.

Manufacturer narrative:
A partial lead with the connector portion measuring 4.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.